Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had experienced high blood glucose. The customer blood glucose level was 500 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer stated that the insulin pump had insulin flow blocked alarm during bolus. The troubleshooting was performed and was assisted customer in performing a 5.0 units fill cannula. Customer stated that the insulin exited. The device will not be returned for analysis.